Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for an emergency backup battery (ebb) change due to the ebb expiring, the patient reported no alarms prior to this. When the new ebb was installed, an immediate system controller fault with a yellow wrench was reported and only one of the green arrows was illuminated. The pump did not stop running during this time and the patient was asymptomatic. The system controller was exchanged, and the alarm resolved.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the downloaded log file. The downloaded log file contained approximately 33 days of data ((B)(6) 2024 per the timestamp). The log file did not capture the power cables, or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events and power cable disconnect alarms will not activate while the controller is in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. Backup mode is indicated on the system controller by an active controller fault alarm, and only half of the green pump running symbol being illuminated. During testing of the retuned system controller (serial number: (B)(6)), the controller was no longer in backup mode. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided communicated that exchanging the system controller resolved the issue. The reported event of a controller fault alarm was determined to be caused by the controller being in backup mode; however, the root cause of the controller entering backup mode could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30nov2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault and backup battery fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.